Manufacturer narrative:
Reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test dop 114-830. All 3 sensors passed per spec. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
While reporting issues with the transmitter not blinking, customer reported having a blood glucose level of 411 mg/dl at the time of the call. Customer reported treating with a correction bolus. Later in the call, customer reported having a blood glucose level of 471 mg/dl. During a follow up call, customer's blood glucose level was 538 mg/dl.